Event description:
The customer called about some of the blood glucose readings he had received. While troubleshooting, he performed control tests and received results of 302 and 208 mg/dl. A normal control range was not provided for the tests strips, but it should be around 115-160 mg/dl. The customer did not allege any adverse events. The customer stated that he would dispose of the test strips that gave him the high results and purchased new test strips. He declined to return any product for evaluation.